Event description:
Approximately, thirteen months post hvad implantation, the site reported that the patient had experienced recurrent low priority alarms with their controller. Preliminary log file review confirmed a critical battery alarm, but no pump stops associated with the reported event. The patient's controller and batteries were exchanged without any reported patient injury.

Manufacturer narrative:
The controller and batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the controller and batteries in relation to the reported event. Thorough external visual inspection of the products revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the products met all requirements for release. The controller passed all functional testing and worked as intended. Functional testing revealed that battery (B)(4) contained a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2014-00009, 3007042319-2014-00010 and 3007042319-2014-00011) submitted for devices related to the same event.

Manufacturer narrative:
The device have been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of three reports (3007042319-2014-00009, 00010 and 00011) submitted for devices related to the same event.